Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned. File attachments.

Event description:
An intuvie employee received an email from a healthcare professional, who reported that the pump was leaking at the filter during infusion. Medication being infused was unknown. No patient injury reported.